Event description:
It was reported that an attempt was made to insert the iab through the same site where a sheath had previously been placed for a diagnostic study. Even after repeated dilations, advancement of the iab wasn't possible. The physician removed the iab and inserted a 10fr sheath and successfully placed a second iab without any complications. The pt was being restudied prior to a fourth CABG, at the time of this incident.